Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A revision was performed on (B)(6) 2016 to install the expedium spine system onto the l5-s. While the surgeon was inserting the report screw into the s1 using the reported screwdriver, a snapping sound was heard and the screw could not be inserted further. The surgeon took off the screwdriver to inspect, and found that the tip was broken off from the shaft. Since the screwdriver tip was still stuck inside the screw, the surgeon tried to extract the screw by fixing the reported rod that was shortened onto the screw head. However, during the attempt the screw head got detached from the shaft. The extraction of the screw, and the screwdriver tip inside, was then aborted, and the surgery was completed after inserting a screw into the s2ai. Due to the event there was 45 minutes surgical delay.

Manufacturer narrative:
The 5.5 ti 8x45mm cortical fix screw (product code: 1867-31-845, lot number: atnffl),was returned to the complaints handling. Only the tulip head, saddle, and fragments of the associated flex ball were returned. The screw shank was not provided for examination. The inner edge of the saddle features distinct nicks and scuff marks on its surface, indicating the driver exerting a force along its surface. Exerting a significant amount of force on the tulip head, potentially at a significant enough angle, may be sufficient to dislodge the saddle and other parts of the screw from one another. There are no signs of deformation or damage to the underside of the head component. This indicates that the fracture of the flexball component led to the ejection of the shank component from the screw fractured surface assembly. The condition of the fractured flexball components was consistent with a static overload failure of the flexball component. As a result, it is believed that an unexpectedly high amount of force was placed on the flex ball during use, resulting in the flex ball breaking and forcing the screw shank out of the tulip head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the cortical fix screw disassembling cannot be determined from the information and the sample returned. However, the results from fracture analysis have determined that a probable cause is a static overload failure of the flexball component brought about by an unanticipated high amount of force being applied to the screw during insertion. This resulted in the screw head being separated from the tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.